Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The impella cp had a saturated pump flow. The decision was made by the patient's family to withdraw care. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation of the reported issue has been completed. The returned pump was visually inspected and biomaterial was observed on the impeller. The cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.